Event description:
An oxford pkr was due to be performed on a patient on (B)(6) 2015. The patient had been anesthetized when the scrub nurse identified a hole in the sterile drape/lining of the oxford microplasty femoral instruments. A second tray of the same instruments was borrowed from another hospital and this too had a hole/tear in the drape at the exact same position. The case was abandoned due to lack of sterile instruments to proceed with the operation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown.